Event description:
Caller reported a cartridge alarm, and there was no adverse impact to the customer's blood glucose level. Technical support confirmed that the alarm had occurred with consecutive cartridges and decided to replace the pump. The customer will continue using the current pump in the meantime and switch to an alternate method if necessary. They were informed that a replacement pump with updated software would be sent, and instructions were provided on putting the defective pump in storage mode before returning it via a provided return box. The customer was advised on how to program their settings into the new pump and connect their cgm. No signature was required for the delivery of the replacement pump, which is under warranty until july 25, 2026.